Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Customer returned one broken pusurg2 in autoclave bag. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Complaint indicates that the customer use the tip at 100% of the power setting. Recommended power settings for a pusurg2 are a minimum of 1 and a maximum of 7. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause is user error.

Event description:
In this event it was reported that three proultra surgical tips # 2 broke during use with one patient; no injury resulted.